Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center power sometimes on and sometimes off. There were no reports of patient harm.

Event description:
The reported event occurred during preparation for an unspecified diagnostic procedure. The intended procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be determined. However, it was most likely due to a faulty power supply unit. Olympus will continue to monitor field performance for this device.